Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt375 20.0 diopter intraocular lens (iol) was explanted from a female patient's left eye due to an unexpected post-op refraction. This lens was removed and replaced with a zxr00 20.5 diopter iol. Additionally, there was no incision enlargement required.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 3/21/2017. Device returned to manufacturer? Yes. Device evaluation: the product was received for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.